Event description:
It was reported that the ilet pump¿s physical sleep/wake button was intermittently unresponsive, while the device responded when placed on the charging pad; customer support guided the user to unlock and restart the device and provided education on monitoring. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included continued therapy use without alarms or alerts and no medical intervention. Investigation included basic troubleshooting and user education conducted remotely. Investigation of this case revealed an intermittent user interface responsiveness issue localized to the sleep/wake mechanism, not reproduced when charging, with no performance impact to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further observation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.